Event description:
In 2009, the pt reported that he woke up and his blood glucose was elevated to 200 mg/dl. He stated that when he went to bed, the previous night his blood glucose had been normal (100-120 mg/dl). He believes his infusion device is not delivering insulin accurately. His infusion set and insulin cartridge had been in use for 2 days. He stated that he did not notice any air bubbles, leaks, or damage to the system. To troubleshoot the pt was instructed to disconnect from his infusion site and to bolus 4 units of insulin. He stated one drop of insulin came out of the infusion tubing. He was instructed to bolus 4 more units and a few drops of insulin came out of the infusion tubing. He was advised to switch to his backup infusion device using a new insulin cartridge and infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin set were requested to be returned for evaluation.